Manufacturer narrative:
Customer is reporting that when they measure the aortic velocity with continuous trace and spline trace methods, the mean pressure gradients (mnpg) (aortic valve areas) are significantly different from each other. Please note that the phenomenon is able to be duplicated at manufacturer, so evaluation of actual system is not needed.

Event description:
Inaccurate measurement reporting related to mean pressure gradients with continuous trace measurements.